Event description:
Reportable based on device analysis completed on 07jun2024. It was reported that the balloon was damaged. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was found to be damaged when it was inserted into the body. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed that a pinhole in the inner lumen was identified through microscopic examination 1mm proximal to the proximal markerband.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. Visual examination of the shaft polymer extrusion could not identify any kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Initial examination of the extrusion could not identify the location of the leak identified through the tip. Using a blade the shaft polymer extrusion was dissected to expose the inner lumen and the balloon material was removed. A pinhole in the inner lumen was identified 1mm proximal to the proximal markerband, which was responsible for the leak. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12atm as per, wolverine instruction for use, however, pressure was unable to be maintained as inflation liquid was observed leaking from the tip of the device. The device could be loaded and tracked over a 0.014'' guidewire without issue. No other device issues were identified during returned product analysis.